Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. An examination of the returned device identified that the balloon had inflated. The balloon and blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. A microscopic examination identified that the shaft was completely detached at the shaft to distal tip bond. This type of damage is consistent with excessive tensile force being applied when attempting to remove the balloon protector without applying a sufficient vacuum to the device. The balloon protector sheath was not returned for analysis. A visual and microscopic investigation identified no damage or any issues with the markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the hypotube of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion area was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00cm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable post-procedure.

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion area was located in the moderately tortuous and moderately calcified popliteal artery. A 4.00cm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was stable post-procedure.